Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported inflation difficulty was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted the product instruction for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Add'l devices: inflation: terumo; stent: promus element. Device coding: (B)(4) -above rated burst pressure (rbp). The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure of the mildly tortuous, mildly calcified, 80% stenosed, distal diagonal artery, the .014 guide wire was positioned in the left anterior descending artery and a balloon dilatation and drug eluting stent were placed. The 3.5 x 12 mm nc trek balloon dilatation catheter (bdc) was positioned and inflated to 20 atmosphere (atm), however, the balloon did not inflate. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.